Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and was explanted and replaced. Additionally, the right ventricular (rv) lead exhibited high thresholds and was capped and replaced. No patient complications have been reported as a result of this event.